Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: 5. Precautions ¿ juvéderm vollure¿ xc injectable gel is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 10. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported the event of during injection "a few weeks ago," one syringe of juvéderm vollure¿ xc "cracked just below the needle" and the product "was coming out of the sides." Patient contact was made; no injuries occurred. The packaged needle was used and this was confirmed the initial use of the syringe.

Event description:
Healthcare professional reported the event of during injection "a few weeks ago," one syringe of juvéderm vollure¿ xc "cracked just below the needle" and the product "was coming out of the sides." Patient contact was made; no injuries occurred. The packaged needle was used and this was confirmed the initial use of the syringe.

Manufacturer narrative:
Device analysis summary: no defect observed to syringe.